Manufacturer narrative:
Expiration date: ni additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that during the reprogramming the patient immediately started screaming due to pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced per physician's preference. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the reprogramming the patient immediately started screaming due to pain. The patient will undergo an explant procedure.

Event description:
A report was received that during the reprogramming the patient immediately started screaming due to pain. The patient will undergo an explant procedure.